Event description:
It was reported to boston scientific corporation that a balloon g-tube replacement was used during a replacement procedure performed on (B)(6) 2011. According to the complainant, on (B)(6) 2011 a patient presented with a clogged tube. During the egd replacement procedure the physician was unable to deflate the balloon. The physician used a needle to puncture the balloon through the scope and proceeded to remove the entire device. The procedure was completed with a new balloon g-tube replacement device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) relates to (B)(4) for the reported event of tube clogged. (B)(4) relates to (B)(4) for the reported event of difficulty deflating the balloon. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the device showed the feeding tube was completely encrusted with the feeding substance, consequently it was partially blocked. The medication was so thick that it obstructed the tube, additionally the tube does not seem to have been flushed properly and it was not well maintained. The condition of the return unit was consistent with the complaint incident that the device was clogged and unable to deflate the balloon for removal. The inflation valve was functionally evaluated. The valve did not present any abnormality. The shaft was dissected to find that the inflation lumen was partially blocked inside by a growth; this condition could have affected the deflation process. A growth was blocking the inflation lumen; this condition could have affected the deflation process. Both root causes can't be attributed to the manufacturing process. Therefore the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a balloon g-tube replacement was used during a replacement procedure performed on (B)(6), 2011. According to the complainant, on (B)(6), 2011 a patient presented with a clogged tube. During the egd replacement procedure the physician was unable to deflate the balloon. The physician used a needle to puncture the balloon through the scope and proceeded to remove the entire device. The procedure was completed with a new balloon g-tube replacement device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.